Manufacturer narrative:
Philips service replaced the x-ray pc monoplane w7 + w10 and hard disk spare part and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system shuts off and does not start; x-ray pc failure identified on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.